Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2024, product type: lead, ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their lead wire was bulging through their skin. The patient added that they didn't think their therapy was functionally working well, and that the wire was no longer "hidden". During the call, the patient was highly escalated and distraught. The agent offered to send physician listings, and the patient requested listings to be sent through physical mail. The agent requested for physician listings to be mailed to patient's address. The patient stated that they would follow-up with an hcp for assistance regarding their ins removal. When asked for the event date, the patient did not provide a clear estimate and instead provided their feedback about ins compatibility with airport security/screen devices. Additional information was received from the patient on 2026-apr-28. When asked what steps would be taken to resolve the issue, the patient reported that the device bulging out back above the buttocks. They reported this was due to a 25lb weight loss around the waist. They reported that the issue had not yet been resolved.